Event description:
It was reported that a malfunction with code 16 occurred, requiring a pump replacement. The impact on the customer's blood glucose level was unknown as the customer declined to provide that information. Customer was informed of the need for a replacement pump as it was out of warranty and agreed to use multiple daily injections as a backup therapy. Technical support confirmed the shipping details for a new pump and instructed the customer to deplete the battery before returning the malfunctioning pump within 10 days using a pre-paid label and return box.